Event description:
It was reported that during a colostomy closure procedure, when they were stapling across the small bowel, the two inner rows were malformed. The two outer rows were fine. The device cut properly. The surgeon over sewed the inner staple line to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with a fully fired cartridge reload loaded on the device. The device was tested for functionality with a test cartridge reload and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. It was noted that the staple line may be tighter than the normal b's at the distal end. However the staples were still formed properly. All of the staples were measured and are within specification. The event described could not be confirmed as the device performed without any difficulties noted. Batch history review has been completed with no anomalies reported.

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4)